Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump would not power up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The service repair technician (srt) could not duplicate the reported complaint. The pump booted up multiple times with no observed issues. The unit was left running on pulsatile mode overnight and rebooted in the morning, with no observed signs of a powering up issue. The roller pump was opened up to look for a loose connection internally, which no loose connection was found. The srt replaced the display to pump board cable as a precaution and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The roller pump was started and stopped multiple times over a few hours and there were no issues. Each time it started up and the display was present as expected.

Manufacturer narrative:
Updated block: d9.